Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 49 mg/dl when they woke up in the middle of the night. It was unknown how the customer treated for their low blood glucose. The customer¿s last blood glucose reading was 120 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.